Event description:
The customer reported to corporate product surveillance (cps) that the clearlink catheter extension set, product code 2n8374, lot number unknown, disconnected from the IV tubing while in surgery and infusing anesthesia. The condition occurred during use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
The reported condition of disconnected from the IV tubing was not confirmed. One actual unit was received for evaluation. During visual inspection unit does not present defect. Unit results satisfactory to functional test. The most probable root cause could not be identified and no actions were taken since the separated condition was not confirmed. (B)(4).